Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen via an implantable pump. It was reported that patient stated that she notices an increase in spasticity "4-5 times a week" and states that it is not limited to positional changes. The patient and physician's team stated that the patient reports effects of withdrawal. According to the physician's team, two catheter dye studies have been completed prior to the replacement that was completed on (B)(6) 2021. The system was replaced with a new catheter and pump. The patient denied any falls or any factors that attributed to the increase in spasticity or change in therapeutic effect. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.